Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Visual inspection noted that the coil was inside the introducer sheath. The introducer sheath was inspected and significant amount of blood was visible. The twist lock was observed to be opened. It was not possible to advance the coil through the introducer sheath due to dried blood at the distal tip of the introducer sheath. The introducer sheath was cut before the twist lock and the coil was retracted back out of the introducer sheath with friction. The coil was covered in blood and the proximal end had doubled over on itself and was kinked and stretched. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the interlocking arm and on the coil. Microscopic inspection of the zap tip shape and shape was noted to be smooth. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on analysis completed on 10sept2015. It was reported that the device failed to detach. The target aneurysm was located in the hypogastric artery. A 10mm x 20cm interlock -35 was used for embolization. During the procedure, it was noted that the device failed to release. The spring was retained within a non bsc catheter; however, repositioning caught at the hem of the catheter. The coil was observed to be contained within the catheter and there were no coil protrusion observed. The devices were removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed the interlocking arm was pulled off.